Event description:
A laparoscopic tubal sterilization was being done using bipolar electro-surgical coagulation. Later, examination found a burn to pt's colon had occurred. Pt had returned to hosp with abdominal distress. Additional surgery was performed to treat the burned intestine.